Event description:
A patient reported blood glucose results of "452 mg/dl and 159 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The test strips were in good condition, codes matched, and the technique for cleaning the puncture site was correct. However, the technique for applying blood to the test strip was not correct. The patient performed two control solution tests, both failed. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent.